Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿the surgery was performed on (B)(6) 2020, for femur tumor with the 2 boxes of the cement. It was reported that during the surgery, the patient's blood pressure dropped, and resuscitation was taken. The surgery was completed without any surgical delay, and the patient was recovered. No further information is available." The complaint description states that the patient suffered from a drop in blood pressure and implies cardiac arrest requiring resuscitation. As no lot identification details were supplied and no sample of the cement returned it is not possible to investigate the cement and its possible role in this adverse event. (B)(4), rev c/ 3 was reviewed (see attachment ¿(B)(4), extract from (B)(4). Points 2-6 of the precautions for use section are specific to blood pressure changes. Cardiac arrest and transitory fall in blood pressure are both listed in the undesirable effects section. (B)(4), rev 10 was reviewed for these adverse events and they are associated with various potentially hazardous situations (see attachment (B)(4), extract from (B)(4). In each case, the risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: no lot number available to enable device history review. H10 additional narrative: added: d10 concomitant med product.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed on (B)(6)2020 for femur tumor with the 2 boxes of the cement. It was reported that during the surgery, the patient's blood pressure dropped, and resuscitation was taken. The surgery was completed without any surgical delay, and the patient was recovered. No further information is available.

Event description:
1. Was the surgery completed with the cement products implanted or will the products be returned?: answer: the surgery was completed with the cement products, so they will not be returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.